Manufacturer narrative:
The provided device logfile has been analyzed with regards to the reported event. Based on the logfile analysis, an entry was found indicating that during the case in question, the membrane vacuum pressure, that is required to keep the ventilator diaphragm in place, was too low. It can be concluded that the fabius has reacted to the detected situation as specified- automatic ventilation was stopped and a corresponding alarm was posted. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. The device was service onsite by a draeger service technician in follow-up to the event. No parts were replaced. The fse verified the operation of the device through testing and confirmed to be operating per manufacturer's specifications. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Vent fail alarm, no vt. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
Vent fail alarm; no vt. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.